Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: according to the information provided, it was reported that during the surgery of arthroscopic meniscus arthroplasty, opened the packing, did not use on the patient, noted the needle was deformed. The complaint device was received and inspected. The implants and suture were not received along with the needle. The silicon sleeve was removed, and it was identified some residues inside the plastic. It was found that the needle was bent. Since the device seems to be used and it was not received as a new device; therefore, we cannot confirm this complaint. Also, we cannot discern a specific root cause for this reported failure. The possible root cause can be related to a stress and mechanical deformation during use. However, no more information could be provided. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of 395 devices that were released to distribution. Based on the complaint rate and customer impact, we believe this failure to be an isolated case, however this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: 6l47156, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported that during the surgery of arthroscopic meniscus arthroplasty, opened the packing, did not use on the patient, noted the anchor was deformed. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.